Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual examination revealed wear at a fold in the middle of its body. No leaks were identified in the cylinders. The pump was visually inspected, leak and functionally tested. During visual evaluation, it was noted that the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump; however, the component did not pass activation test during functional examination. The reservoir was visually inspected, and leak tested. Holes from a sharp instrument, consistent with explant damage, were noted, but no leaks were identified in the reservoir. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it was kinked, and the hinge was deformed. A surgical procedure was performed to remove and replace the ipp. There were no additional patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it was kinked and there was an abrupt hinge deformity. The device was explanted and replaced. There were no patient complications reported.